Manufacturer narrative:
The customer biomedical engineer advised that there is no way to retrieve specific patient information for specific cases. The ge biomed performed a checkout of the equipment. The biomed cleaned the breathing system, replaced the inspiratory/expiratory check valve disks, and recalibrated the gas module.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.